Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir fall out from insulin pump. The customer's blood glucose value was unknown. The customer also reported that they put tape on reservoir to hold it in place, and insulin pump had weak battery alert with foggy screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. Severe scratches on lcd display window noted. Device passed self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.